Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had transmitter issue and tried everything to reconnect and it did not work. Customer's blood glucose level was 94 mg/dl. Customer was attempted to pair the transmitter to the insulin pump using auto connect, twice and manual and failed to connect. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was stated that the blood glucose was 94mg/dl at the time of the incident and they did not say anything about having to use any glucagon at the time of the call.